Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent leakage. No injury was reported.

Manufacturer narrative:
The screw cap was not a perfect fit with the cap which lead to the leakage. The customer did not report any issues with the instrument. A replacement was sent to the customer.